Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021. Manufacturer telephone number: (B)(4). Device evaluated by MFR: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Product discarded.

Event description:
It was reported that an intraocular lens (iol) was explanted. The suspect product was discarded upon explant. No other information was provided.